Manufacturer narrative:
Based on the claim against the product by the customer noting psm2 cannula mount is hard to close, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the psm to resolve the reported issue. An isi did not receive a da vinci product to perform failure analysis. Therefore, the root cause of the alleged customer reported failure mode has not been determined. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and found no errors related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2023 on system (B)(4). The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the cannula mount in the psm 2 hard to close. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the patient side manipulator (psm2) cannula mount was hard to close. An intuitive surgical, inc. (Isi) technical support engineer (tse) suggested to check for drape obstruction, try to close and open cannula mount without drape after surgery. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the patient side manipulator (psm2) involved with this complaint and completed the device evaluation. Failure analysis investigation was able to be confirm the customer reported complaint during visual inspection. The cannula mount will be replaced as a fix.

Event description:
Refer to h10/h11 for follow-up information.